Event description:
In 2006, the pca pump was in use delivering morphine to the pt. The medication order was changed to dilaudid two days later, and the pump was cleared and a new program entered. When the pt became overly sedated, it was discovered that the "delivery rate" was set to 2.0mg of dilaudid instead of 0.2mg as ordered. The program that was set by the nurse was verified by two other nurses, and the nurse believes that 0.2mg was programmed in correctly as the delivery rate.